Event description:
It was reported that the user¿s ilet pump failed to pair with a dexcom g7 sensor while the dexcom app continued to receive readings, consistent with an intermittent communication failure potentially involving the device¿s antenna and electrical/magnetic components. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the pump and the g7, aligned with intermittent communication failure and involvement of the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.